Event description:
On 3/22/94, this 73 yr old pt was in surgery undergoing a left femoral dorsalis pedis bypass using reverse saphenous and ray amputation of left 5th toe, when 1 1/2 hrs in the surgery, 400 mg of dopamine mixed in 250 cc of d5w was placed on an infusion pump in chamber a and connected to the pt. The pump remained off while the med tech calculated the rate the drip was ordered to infuse. The med tech turned the pump on, set the volume at 250 cc and infusion rate at 5 cc/hr. Suddenly, the pt's heart rate increased to 140's with premature ventricular contractions (previously 70's-80's), and blood pressure increased slightly to 138/82 (previously ranged from 102/70 to 120/80). It was discovered that in a matter of 10 minutes, the entire 250 cc dopamine drip had infused. The pt's heart rate was sustained in the 140's for approx 45 minutes. He experienced acute renal shut down for 3 hrs during surgery. Although this incident did not cause the bleed, the extreme vasoconstriction, elevating the blood pressure, may have delayed detection of the blood loss (2,000 cc) the pt had experienced. The pt was treated with diuretics, 8 units of packed red cells, and IV fluids. Dopamine was subsequently restarted at about 7 cc/hr. (3-4 mcq/kg/min) to maintain blood pressure. Although the surgery was prolonged due to controlling the bleeder, this incident further compromised the pt's condition. The pt was in surgery approx 6 hrs. He was transferred to surgical ICU and connected to a ventilator, and remained on the ventilator until the following day. He was transferred out of sicu on 3/27. The pt's kidney function has returned to pre-op status, and his bypass surgery remains patent. (Note: facility was able to duplicate the problem. The infusion pump operates normally when turned on, however, when the power is off, the IV free-flows. When the equipment is turned upside down, two small discs are visible. The one on the left side is approx 5 cm in diameter and the one on the right is 3 cm. The smaller disc has two tabs that go in and out when the power is turned on. However, in chamber a, one of the tabs is missing which may have allowed the fluid to free-flow. The free-flow could not be duplicated in chambers b or c. Both chambers had both tabs present in the smaller disc).